Event description:
Operating room table malfunction. Patient positioned on right side on the table. Suddenly, the foot dropped out from under the patient. Staff immediately lifted the foot manually and provided support until the procedure was completed. Operating room associates said shortly after the foot dropped, the entire table tilted to the left by itself. Skytron rep was notified and came onsite. The table was unplugged to prevent further malfunctions.